Event description:
Consumer called to report having concerns with the accuracy of their meter. Just received a new meter and the readings are erratic. Analysis run on clark error grid using lab reading (224) as ref. Point vs. Bd readings of (182,204,111,334) yielded data points in the c zone of the grid, outside of acceptable limits.